Event description:
The complainant indicated that during pt set-up, the device displayed a "pacer fault 116" and "defib fault 72" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.